Manufacturer narrative:
An event of dyspnea and structural valve deterioration was reported. The results of the investigation are inconclusive since a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2012, a 21mm trifecta valve was implanted. The patient has a history of high blood pressure, dyslipidemia, and hyperuricemia. In 2018 end of autumn, the patient present dyspnea on exertion, which has progressively worsened. On (B)(6) 2019, an echocardiography revealed paravalvular leak and stenosis on the trifecta valve. The main comorbidities were moderate respiratory insufficiency linked to a restrictive syndrome and to a renal insufficiency. A valve in valve was performed on (B)(6) 2019 with a corevalve¿ evolut¿ r from medtronic. There were no patient consequences reported.